Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). B3 - event date - unknown month and day in 2015. D6b - event date - unknown month and day in 2015. D10 - concomitant devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02842 and 0001825034-2023-02844 h3 other text : investigation incomplete.